Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00165

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. The closure tops were removed and the procedure was completed. There was no reported impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection reveals that one has damaged outer threads and the other has damaged hex so that the hex is difficult to recognize. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use and compatibility: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. The closure tops were removed and the procedure was completed. There was no reported impact on the patient. This is report one of two for this event.